Event description:
Edwards received notification that this patient with a valve model 300019mm implanted in the aortic position underwent surgery for a redo procedure after an implant duration of 3 years and 9 months due to extremely thickened leaflets and significant subvalvular pannus that had caused significant obstruction. As reported, excising the valve was very difficult. The patient was symptomatic and presented with severe pulmonary hypertension and hypoxemia. A 23mm non-edwards valve was implanted in replacement by a modified bentall procedure with coronary transfer utilizing cabrol technique. A tricuspid valve repair and mitral valve replacement with a non-edwards valve were performed concomitantly. The procedure was successful and the patient was noted as to be hospitalized in ICU. As reported, this was the patient's fourth redo sternotomy.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The cause of the event was due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
H10: additional manufacturer narrative: multiple requests for additional details regarding this event have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that this patient with a valve model 300019mm implanted in the aortic position underwent surgery for a redo procedure after an implant duration of 3 years and 9 months due to degeneration leading to regurgitation.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to regurgitation. The subject device is not available for evaluation as it was never received. Pending product follow up. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.